Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there were erroneous results. The following information was provided by the initial reporter. The customer stated: two serum tubes from the same patient were tested on na and ca concentrations. The first tube: na > 200 and ca <0.5 mmol/l . The second tube: na 141.7 and ca 2.3 mmol/l. Citrate contamination of the serum tube?

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there were erroneous results. The following information was provided by the initial reporter. The customer stated: two serum tubes from the same patient were tested on na and ca concentrations. The first tube: na > 200 and ca <0.5 mmol/l. The second tube: na 141.7 and ca 2.3 mmol/l. Citrate contamination of the serum tube?

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.